Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) tsvmwb8, (imp,tsv,mcol mg,4.7mm,8mm) for evaluation. Visual evaluation was performed, the implant had signs of usage. There was bone debris attached to the implant external threads. There was no damage to the implants mount and screw. The implants drive feature was damaged. Device history record (DHR) review was completed for the subject lot number 1284730. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1284730 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error during placement/seating. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The doctor reports that the implant collar was damaged during tightening at 40 newtons. Affected tooth position 46 the procedure was completed with another implant without any negative impact on the patient's health.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided g4: premarket identification PMA/510(k) #: k101880.